Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 02972076. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/99: [missing records: records including operative reports for ¿colon cancer surgery¿ and ¿multiple hernia repairs¿ were not provided.] (B)(6) 2004: (B)(6). Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Operation: laparoscopic ventral hernia repair. Anesthesia: general. Operative procedure: ¿with the patient in the supine position after induction of appropriate general anesthesia the patient¿s abdomen was prepped with betadine and draped with sterile towels. Alcohol wipes and betadine impregnated steri drapes were utilized. A right upper quadrant transverse incision was made and a visiport apparatus was used to cannulate the peritoneal cavity. C02 was insufflated to appropriate pressure measurements. Two other lateral ports were placed, a 10 mm and a 5 mm port. There were multiple adhesions to the abdominal wall. Those were taken down with a combination of blunt and sharp dissection. There were multiple small defects in the midline and two large defects. They all appeared to be clustered around the umbilicus. There was one small defect very distal to the inferior portion of the incision. This was in the suprapubic area. This area was near the bladder and she was not symptomatic so I made no attempt to repair it or include it into the major hernia repair. The area was marked on the abdominal wall. Gore-tex steel mesh plus was brought to the table, marked, placed with gore-tex sutures in the corners and rolled into a hot-dog formation. It was then placed in the abdominal cavity and unrolled under direct vision. The sutures were retrieved and the mesh pulled up against the abdominal wall. The mesh was secured using the surgical tacking device. The repair appeared to be satisfactory. All the sutures were secured. No attempt was made to repair the small defect over the suprapubic area. The incisions were all closed with 5-0 nylon. The wounds were dressed sterilely and the patient was returned to the recovery room after having tolerated the procedure well. Sponge and needle count correct times two in the operating room.¿ ??/??/??: [facility ni]. [Record type ni]. Implant sticker. Dualmesh® plus antimicrobial. Lot: 02972076. Item: 1dlmcp04. Site: abdominal wall. Size: 15 cm x 19 cm. Manufacturer: gore®. [Nurse reviewer note: incomplete record and no patient identification on this record.] The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/02972076) was implanted during the procedure. ??/??/??: [missing records: records between (B)(6) 2004 and (B)(6) 2008 detailing abdominal wall infection and mesh infection were not provided.] ??/??/??: [missing records: records for CT scan identifying site of abscess were not provided.] (B)(6) 2008: (B)(6). Operative report. Preoperative diagnosis: abdominal wall infection. Postoperative diagnosis: abdominal wall infection and mesh infection. Operation: incision and drainage of abscess with removal of mesh. Replacement of mesh with vicryl mesh. Anesthesia: general. Description of procedure: ¿with the patient in the supine position after the induction of appropriate general anesthesia the patient¿s abdomen was prepped with betadine and draped with sterile towels. A transverse incision was made over the area identified by the computerized tomography scan as the site of the abscess and the obvious extensive erythema. Foul-smelling purulence was encountered immediately. This area was cultured and then suctioned. The incision was extended medially toward the umbilicus. The abscess was approximately 5 centimeters in size. However there was a sinus tract extending toward the umbilicus. Mesh was identified and two pieces of mesh were removed. Careful dissection exposed the sides of the anterior abdominal wall including the anterior and posterior fascia. No other mesh was identified. The second piece of mesh appeared to be contaminated with fecal bacteria. The colon was examined carefully in that area and there was no sign of any leak or contamination. The area was observed for several minutes and did not appear to be any ongoing bowel leak. The area was copiously irrigated. The defect was repaired using vicryl mesh sewn in place with 0 maxon. A separate stab wound was created for placement of two large jp drains. The fascia was closed loosely over the mesh using 0 vicryl. The area was irrigated. The skin was closed with interrupted loose sutures of 3-0 nylon, benzoin and steri-strips. The wounds were dressed sterilely and the patient returned to the recovery room having tolerated the procedure well. Sponge, instrument and needle counts were correct times two in the operating room.¿ (B)(6) 2008: [missing records: a culture report detailing analysis of specimens removed during the 03/04/08 procedure was not provided.] (B)(6) 2008: armc. Implant log. Ethicon mesh vicryl 12 x 12. Site: abdomen. (B)(6) 2008: (B)(6). Operative report. Preoperative diagnosis: enterocutaneous fistula. Postoperative diagnosis: enterocutaneous fistula with subfascial abscess. Operation: drainage of abscess, removal of mesh, small bowel resection, lysis of adhesions. Anesthesia: general. Operative procedure: ¿with the patient in the supine position after induction of appropriate general anesthesia, the patient¿s abdomen was prepped with betadine and draped with sterile towels. The previous incision was opened and a large amount of purulent material was encountered. The mesh was removed by simply cutting all of the attaching sutures. The drains were removed. The incision was extended across the midline to the preperitoneal space. The fascia was opened exposing the peritoneum, which was opened exposing previously un-operated abdominal cavity. The bowel was dissected back toward the midline where a large rent in the small bowel was encountered. It appeared that the small bowel was completely opened in the midline, which has contributed to the persistent ileus drainage. Tedious dissection was required to take the bowel down but the bowel was exposed from the ligament of treitz to the sigmoid colon. There was no other evidence of injury. Small bowel resection was accomplished by dividing the mesentery using the ligature apparatus and the bowel was transected with gia stapler. The two loops of bowel were placed side by side and a side-to-side anastomosis created. Again the gia 55 stapler was utilized. The enterotomy was closed with a single application of ta 30 stapling device. Mesenteric defect was closed with 3-0 vicryl. Bowel contents were returned to their anatomic position. The area was copiously irrigated with warm saline solution. The fascial defect was repaired using vicryl mesh, attaching it to the fascia with 0 maxon. The area was copiously irrigated. The skin was closed with 3-0 nylon. Subcutaneous drains were placed through the previous drain sites. The wounds were dressed sterilely and the patient was returned to the recovery room having tolerated the procedure relatively well. She remains in critical condition.¿ (B)(6) 2008: armc. Implant log. Ethicon mesh vicryl 12 x 12. Site: abdomen. (B)(6) 2008: (B)(6). Pathology report. ID number: (B)(6). Material submitted: small bowel. Fistula of intestine, excluding rectum and anus. Pre-operative diagnosis: enterocutaneous fistula. Exploratory laparotomy, lysis of adhesions, small bowel resection. Diagnosis: small bowel, resection: acute and chronic serositis with fibrous adhesions, ischemic type changes with fibrous adhesions, no neoplasm is seen. Gross description: received in formalin filled container labeled joanne sink is a portion of small bowel measuring 18 cm in length and ranges from 4 to 4.5 cm in circumference. The serosa is pink red, and at one end is ragged, roughened and shows a defect that measures 2 x 1.5 cm in greatest dimensions, which extends in to the lumen of the bowel. The tissue surrounding this defect is inked black. On opening the lumen is empty. The mucosa adjacent to the defect is somewhat congested but otherwise unremarkable. The rest of the mucosa is unremarkable. Separately submitted in the same container is a second irregular shaped portion of small bowel that measures 1.5 x 2.5 x 0.7 cm in greatest dimension. One edge of the specimen is lined by numerous metallic staples. On sectioning of the mucosa is unremarkable. Representative sections are submitted and designated: 1-margins of resection; 2-3- sections of defect; 4-sections of congested mucosa adjacent to defect; 5-section of separately submitted tissue. Total of 5 cassettes in blocks 1-5. (B)(6) 2018: (B)(6). Office notes. Allergies: latex. Blood thinner: aspirin. Type ii diabetic, 6-8 years; on oral agents. Weight 218.8, bmi 43. Wound location: abdomen, midline. Gradually appeared. Primary etiology: lesion. Wound status: open. Clustered wound: yes. Quantity: 10. Measurements: 6 x 13 x 0.2 cm. Classification: partial thickness. Exudate: small, serous, amber. Margin: flat and intact. Granulation amount: medium. Necrotic amount: medium (34-66%). Necrotic tissue: eschar, adherent slough. Subcutaneous tissue exposed. Periwound skin texture: excoriation. Periwound skin color: erythema. Erythema location: circumferential. Here for review of wounds in area of previous surgical scar tissue in mid abdominal area. History of present illness: 83-year-old woman; history of colon cancer surgery in 1999, in 2008 infected surgical mesh; underwent emergent surgeries resulting in 8-week hospitalization. History of multiple hernia repairs. Over last 2-3 years, has had evolution of multiple small wounds on lower abdominal surgical scar that come and gone. Biopsied by dr. Stewart; showed traumatic ulcerations. Has been thoughts that she scratches the area, patient denies this. Presents with 10 open wounds present for approximately 2 years. Treating with duoderm. Wounds have been healed in past but have re-opened. Never smoker, never alcohol use. Exam: very distended. I think she has a large ventral abdominal hernia mostly on left. Large surgical scar noted moving across mid abdomen. A lot of scar tissue. Wound exam: on midline abdomen are several dime to quarter size open wounds with very dry, adherent surface. No surrounding erythema, tenderness, obvious excoriations from scratching, or blisters. Entire area is on top of what I think is large ventral abdominal hernia. Wound #1: medial abdomen-midline: boardered [sic] foam dressing, cover to keep stable, keep from scratching. Dressing change frequency: as needed. Return in 2 weeks. Impression: unspecified open wound of abdominal wall without penetration into peritoneal cavity. Abdominal hernia without obstruction or gangrene. Chronic venous hypertension with inflammation of bilateral lower extremity, lymphedema. #1; multiple small dime to quarter-sized wounds lower midabdomen. Dry with tightly adherent surface eschar, no evidence of infection of excoriations. All of this is in middle of scar tissue, no exposed surgical mesh. #2; wounds probably the result of repetitive trauma over frail scar tissue from waistband of pants and/or scratching. #3; in order to heal, would all need to be debrided, moist dressing such as hydrogel, abds and would need abdominal binder to support and hold large hernia in place to relieve stress over entire area. Would likely take a lot of work, several visits here; I can¿t guarantee success. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2004 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2008, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abdominal wall abscess, incision & drainage, infected mesh, enterocutaneous fistula, extreme erythema, small bowel resection, lysis of dense adhesions, mesh removal. Additional event specific information was not provided.